Event description:
The user facility reported that an employee injured their finger while unloading their 20" atlas transfer carriage from their sterilizer. The employee went to the emergency room; however, it is unknown if any medical treatment was received.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the atlas transfer carriage. During the technician's inspection he found that screws were missing on the front latch that lock into the sterilizer's chamber. As the front latch did not operate properly, this caused the transfer carraige to become unstable subsequently causing the reported event to occur. The technician repaired the transfer carriage, tested the function and operation of the device and returned it to service. No additional issues have been reported. The transfer carriage is not under a steris service contract for maintenance activities; the user facility is responsible for all maintenance activities.